Event description:
Pump was reported to free-flow. Pt was in the cardiac cath lab for a heart code. Pt was on a heparin drip. Heparin to be discontinued. Clamp did not completely close. Pt was given protamin, 4 units of packed red blood cells and 4 units of platelets. The pt returned to ICU and expired several hours later. It is not known if event is related to death, as family declined an autopsy.